Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Sample was received in used conditions with its original packaging and inside a plastic bag. During visual inspection, the sample was visually inspected at a distance under normal conditions of illumination to detect sample conditions that could cause functional issues. Sample received don't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. During pump tube height testing, the sample was tested to measure the height of the pump tube arch and determine if is under or out of specification following the procedure. The pump tube height was out of specification. During accuracy testing, the samples received were connected to a pump and the and a balance mettler toledo to look for unusual function. The sample was fully priming and connected without difficulty. The sample passed the test. During functional testing, sample was filled with 100 ml of water to look for unusual function. The sample fully primed and connected without difficultly, the pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined due complaint was not confirmed. No action taken., corrected data: d1.

Event description:
Information was received indicating that immediately on use of smiths medical cadd cassette reservoir, cassette not recognized alarm was noted. No patient consequences were reported. No adverse effects were reported.